Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced urinary retention, mesh erosion, dyspareunia, pelvic pain and a urinary tract infection. An excision of the mesh and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.